Event description:
A pump declared an altitude alarm. There was no reported adverse impact to the customer's blood glucose level. Customer support instructed the caller to remove any obstructions from the speaker holes and clean them, then to attempt resuming insulin delivery by loading a new cartridge. After initial attempts, the alarm recurred, and the caller was asked to wait for two hours to allow any moisture to evaporate. After this period, the caller successfully resumed normal operation with guidance from customer support, which also provided tips to prevent future alarms and planned to replace the cartridge.